Event description:
Additional information received on april 4, 2024 for report number mw5153513: dexcom g6 sensor inaccuracy: 8:14am g6 reading 219, finger stick reading is 165. That is a mard of 32.7%.

Event description:
Additional information received on april 8, 2024 for report number mw5153513: dexcom g6 sensor error: "sensor error > 3 hours" - replaced this sensor. Dexcom g6 sensor inaccuracy: 7:13am g6 reading 97, finger stick reading is 145. That is a mard of 33.1%.

Event description:
Dexcom g6 sensor inaccuracy: 10:12am g6 reading 169, finger stick reading is 123. That is a mard of 37.4%, which is outside of the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:50pm g6 reading 149, finger stick reading 226. 7:58pm g6 reading 172, finger stick reading 222, which is a 22.5% mard. Dexcom g6 sensor inaccuracy: 6:48am g6 reading 135, finger stick reading is 110; which is a mard of 22.7%. That is outside of the 20% allowed range.